Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set's tubing detached at the quick release as the patient noticed insulin out of the tubing immediately after changing the set. This issue occurred with one set. No further information available.